Manufacturer narrative:
This follow up report is being drafted to include the device history record(DHR) review and the following sections, h4, h6 and h10. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. From the evaluation results, it was confirmed that the color bar was displayed on one of the two connected monitors. Therefore, the cable of the monitor with color bar display was connected to the personal computer and the color bar image issue was resolved by connecting the cable to cv-190. It is presumed that the phenomenon was caused by a cable connection error. The instructions for use (IFU) states: properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer mentioned that a facility technician installed a new monitor on (B)(6) 2021 and the problem could be related. The customer stated the primary monitor was showing a scope image while the gmed monitor concurrently displayed color bar image. The lone video cable connected to the cv-190 went from the middle high definition (hd) and serial digital interface (sdi)out port to the top. The customer disconnected the cable from the back of the cv-190 and confirmed that the image on the primary monitor disappeared. The customer continued to check the gmed computer and informed tac that there was a bayonet neill¿concelman style video cable connected to an adapter that was linked to the personal computer. The customer connected the opposite end of the cable to the left and middle hd and sdi out port on the cv-190. However, no image was displayed on the gmed computer. The customer proceeded to connect the cable to the computer out terminal on the cv-190 and the scope displayed an image on the gmed computer monitor. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported the evis exera iii video system center is displaying color bar images on the gmed computer monitor during preparation . There was no patient involvement, no harm or user injury reported due to the event.